Event description:
It was reported that pt is experiencing some squeaking in his right hip. Pt is also reporting that the squeaking started six months after surgery. Pt is scheduled for an upcoming appointment with his physician.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.